Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer was unable to insert the usb cable into the usb port in order to charge the pump battery. The customer's blood glucose level was 96 mg/dl. The customer reverted to an alternate method of insulin therapy.